Event description:
It was reported that the tip of a recanalization catheter detached from the catheter while the device was being withdrawn from the posterior tibial artery. An attempt was made to implant to stent to secure the tip against the vessel wall; however, the guidewire went subintimal and access to the treatment vessel was lost. Therefore, the stent could not be implanted. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed and there were no associated nonconforming materials. Based on the event description and results of mfg controls, no objective evidence was found to link the event to mfg. The lot met all release criteria. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.